Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was received with the helix fully extended, and distortion and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension. Photos taken and saved.

Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited small p waves and high thresholds. A microdislodgement was confirmed. During the lead revision, the helix would not retract from the extended position outside the body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.